Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "intracapsular rupture".

Event description:
Healthcare professional reported "aspects suggestive of intracapsular rupture", "more expressive on the right", and "no signs of extracapsular rupture". This record is for right side. Device was explanted and replaced with another manufacturer¿s device. Device is not available for return.